Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left side migrated to uterus') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female, right lower quadrant pain, anxiety, sleeve gastrectomy, grand multiparity and pyloric stenosis. Previously administered products included for an unreported indication: hydromorphone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coil on left side (B)(6) 2015). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: three coils protruding from the right fallopian tube and 8 coils protruding from the left fallopian tube upon deployment of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: essure devices seen within uterus, not fallopian tubes, consistent with migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left side migrated to uterus') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female, right lower quadrant pain, anxiety, sleeve gastrectomy, grand multiparity and pyloric stenosis. Previously administered products included for an unreported indication: hydromorphone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coil on left side (B)(6) 2015). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: three coils protruding from the right fallopian tube and 8 coils protruding from the left fallopian tube upon deployment of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: essure devices seen within uterus, not fallopian tubes, consistent with migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report